Event description:
Received info stating customer received an alarm every morning at 5am. Tandem tech support explained that the customer was receiving an auto-off alarm which notifies the customer that there has been no interaction between customer and pump for 12 hours. Reportedly, customer's blood glucose level was not impacted because the alarm alerted the customer and customer resumed insulin.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.